Event description:
Patient reported an unintentional bolus delivery by device after they refilled the cartridge. Patient became unconscious with a blood glucose of 21 mg/dl (normal = 75-103) and was taken to the hospital by emts. Patient was given sugar water and put on a glucose IV. Patient remained in the hospital for 2 days. Patient advised they had heart surgery last week and also diagnosed with pneumonia prior to the event. Patient also claimed basal rate dosing not working correctly. There were no error messages on the device.